Event description:
Per the clinic, the patient developed an infection and skin erosion at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced an extrusion, where the implant eroded through the skin due to patient's genetic skin disorder.